Event description:
It was reported that the patient got inappropriate shocks for supraventricular tachycardia (svt) when the device had previously withheld therapy for other svt episodes that looked similar. The arrhythmic signal on those episodes had exceed the programmed range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Evidence of clipping in wavelet. No evidence of device anomaly.